Event description:
Additional information received that the location of aneurysm was c6 (bouthillier classification). The blade was deformed and opened on the stent distal side. There was no resistance with the catheter used concomitantly during delivery. There were no abnormalities observed in the concomitant catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Note that the initial reporter was not provided due to region's privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the third one with multiple sheets placed failed to deploy on the distal side of the stent. The initial expansion was attempted in such a way as to push it against the blood vessel at a point of tortuosity, so it was suggested that the initial expansion position be deployed in a relatively straight area. The distal segment was displayed in a relatively straight area, but even though it was deployed, the deployment failure was not resolved. At that time, there was a finding of damage to the tip of the stent. Attempts were made to resolve the initial expansion defect using a system pull, but the deployment defect remained. The patient was told that there was a high possibility of microcatheter massage and pta being deployed after placement, but it was determined that there was a risk of placing the device with poor deployment, so it was recovered from the body. The pipeline was positioned in a distal bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There was no operation, such as using another device to deploy the stent. The pipeline was resheathed and retrieved with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU.  The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery (ica) c2 aneurysm with a max diameter of 8mm and a 5mm neck diameter. The landing zone was 3.2mm distally and 4mm proximally.  It was noted the patient's vessel tortuosity was strong. Dual antiplatelet therapy (dapt) was not administered. Postoperative findings related to blood flow imaging were listed as 'no flow problems. The patient's aneurysm also had an eclipse sign, so there seemed to be no problems with the treatment.'